Event description:
During evaluation of a returned homechoice machine, 1 increased intra-peritoneal volume (iipv) event(s) was/were identified which occurred in the therapy initiated on (B)(6) 2011 22:20:02. During day drain cycle 1, the patient's ultrafiltration reading was 1994ml, indicating the home patient (hp) drained 1594ml more than their maximum programmed fill volume of 2400ml. This information meets iipv criteria.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. An iipv event was not confirmed through event history log review. The patients day 1 ultra filtration reading was 1994ml. The patient bypassed day fill 1 and received no fill volume during this therapy step. The users actual drain volume during day drain 1 was 1991ml, which does not meet iipv criteria for a largest prescribed fill volume of 2400ml. If any additional information is received, a follow-up will be sent.